Manufacturer narrative:
PMA/510(k) #: k163018. Device evaluation. The zilbs-635-10-8 device of lot number c1574970 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation. The device related to this occurrence underwent a laboratory evaluation on the 12 december 2019. Refer to attachments pr 284500_lab attendance and pr 284500_lab evaluation notes for lab attendance and notes. The returned device lab examination findings and observations can be referred through attached photos (ref att. 'Pr 284500_lab_decon evaluation photos'). On evaluation of the device, damage was observed along the flexor. Document review. Prior to distribution zilbs-635-10-8 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zilbs-635-10-8 of lot number c1574970 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1574970. As per the instructions for use (ifu0065-3) and product label, a 0.035¿ wire guide is recommended for use with this device. The japanese packaging insert c-es1207m03 supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. There is evidence to suggest that the user did not follow the IFU. Root cause review. A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the use of a non-recommended wire guide with the device. From the information provided it is known that a 0.025¿ wire guide was used with the device. It is possible that the smaller than recommended wire guide provided insufficient device support during advancement and attempted deployment likely resulting in the damage observed on the flexor potentially causing difficulty during attempted deployment. Summary. The complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
There were no notable features like tortuosity in the patient anatomy. Zilbs-635-10-8/lot c1574970 passed thorough a bile duct stenosis and the user attempted to deploy the stent but he could not pull the handle and the stent was not deployed. Competitor's device was used instead. There have been no adverse effects to the patient reported. [Additional information (B)(6) 2019 (B)(6)]. The user attempted to deploy the stent outside the body and it was deployed without problems. The complained device will be returned to cir with the stent deployed.

Manufacturer narrative:
PMA/510(k) #: k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
There were no notable features like tortuosity in the patient anatomy. Zilbs-635-10-8/lot c1574970 passed thorough a bile duct stenosis and the user attempted to deploy the stent but he could not pull the handle and the stent was not deployed. Competitor's device was used instead. There have been no adverse effects to the patient reported. [Additional information 25nov2019 (B)(6) ]: the user attempted to deploy the stent outside the body and it was deployed without problems. The complained device will be returned to cir with the stent deployed. FDA MDR reporting required: event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿flexor breaking'. No adverse effects to the patient have been reported as occurring.

Event description:
Supplemental report is being submitted due to the amended annex a and g codes.

Manufacturer narrative:
PMA/510(k) #: k163018. Device evaluation: the zilbs-635-10-8 device of lot number c1574970 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 12 december 2019. On evaluation of the device, damage was observed along the flexor. Document review: prior to distribution zilbs-635-10-8 devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for zilbs-635-10-8 of lot number c1574970 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1574970. As per the instructions for use (ifu0065-3) and product label, a 0.035¿ wire guide is recommended for use with this device. The japanese packaging insert c-es1207m03 supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. There is evidence to suggest that the user did not follow the IFU. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the use of a non-recommended wire guide with the device. From the information provided it is known that a 0.025¿ wire guide was used with the device. It is possible that the smaller than recommended wire guide provided insufficient device support during advancement and attempted deployment likely resulting in the damage observed on the flexor potentially causing difficulty during attempted deployment. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) #: k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
There were no notable features like tortuosity in the patient anatomy. Zilbs-635-10-8/lot c1574970 passed thorough a bile duct stenosis and the user attempted to deploy the stent but he could not pull the handle and the stent was not deployed. Competitor's device was used instead. There have been no adverse effects to the patient reported. [Additional information 25nov2019 (B)(4)] the user attempted to deploy the stent outside the body and it was deployed without problems. The complained device will be returned to cir with the stent deployed. FDA MDR reporting required: event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿delivery system kinks'. No adverse effects to the patient have been reported as occurring.

Event description:
There were no notable features like tortuosity in the patient anatomy. Zilbs-635-10-8/lot c1574970, passed thorough a bile duct stenosis and the user attempted to deploy the stent but he could not pull the handle and the stent was not deployed. Competitor's device was used instead. There have been no adverse effects to the patient reported. [Additional information on (B)(6) 2019 (B)(6)] the user attempted to deploy the stent outside the body and it was deployed without problems. The complained device will be returned to cir with the stent deployed.

Manufacturer narrative:
Device evaluation the zilbs-635-10-8 device of lot number c1574970, involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation the device related to this occurrence underwent a laboratory evaluation on the (B)(6) 2019. Refer to attachments (B)(4) lab attendance and (B)(4), lab evaluation notes for lab attendance and notes. The returned device lab examination findings and observations can be referred through attached photos. On evaluation of the device, damage was observed along the flexor. Document review prior to distribution zilbs-635-10-8 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zilbs-635-10-8 of lot number c1574970, did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1574970. As per the instructions for use (ifu0065-3) and product label, a 0.035¿ wire guide is recommended for use with this device. The japanese packaging insert (B)(4), supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. There is evidence to suggest that the user did not follow the IFU. Root cause review a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the use of a non-recommended wire guide with the device and difficult patient anatomy. From the information provided it is known that a 0.025¿ wire guide was used with the device. It is possible that the smaller than recommended wire guide provided insufficient device support during advancement and attempted deployment likely resulting in the damage observed on the flexor potentially causing difficulty during attempted deployment. It is also known that the patient¿s anatomy was difficult. It is possible that this also contributed to the event. Summary the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.